Event description:
At a medical show, a physician reported to our international distributor that an infection occurred after a surgery in which duraseal was used. The infection was considered to be superficial. The infection was resolved using antibiotic treatment.

Manufacturer narrative:
At a medical show, a physician reported to our european distributor that an infection occurred after a surgery in which duraseal was used. The infection was considered to be superficial. It was resolved with antibiotic treatment. Bench-top testing has shown that duraseal does not support microbial growth.